Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms. The customer's blood glucose level at the time of incident was unknown. The customer states the alarm was resolved by infusion set change. The customer was advised to call back if issues persist. Troubleshoot for high blood glucose levels were conducted. The customer's blood glucose level at the time of incident was 359mg/dl. The customer's most current level was 184mg/dl. The customer states they corrected with the pump. Troubleshoot was conducted. The customer is being sent tubing clamp in order to conduct high pressure test, and complete troubleshoot. The customer was advised to conduct set, reservoir, and insulin change. The customer was advised to monitor the device and call back when supplies are received.